Event description:
Pt was hospitalized w/streptococcus viridans for prosthetic valve endocarditis from 10/27/98 to 11/16/98. Completed 21 day course of intravenous antibiotics. On 11/27/98, pt developed chills, some night sweats, a sore right heel with red spots, and transient dizziness. Admitted for relapse symptoms and rule out vegatations of valve.